Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. The explanted device was received for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to persistent driveline infections. The infections began approximately 6 months after implant. Current cultures were pending; however, all previous cultures were positive for pseudomonas. Prior to the exchange the patient had been treated with oral cipro for months, and had been on IV antibiotics on two separate occasions. One IV medication caused kidney failure; the other was a short-term use to decrease resistance. It was reported that the surgeon's notes indicated the infections were superficial. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The device was returned for evaluation. No depositions were found inside the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. The manufacturer is closing the file on this event.

Event description:
Additional information: results of cultures taken from the time of the pump exchange were requested but were not provided.